Event description:
Additional information received reported that the hcp that did the patient's follow up programming reported that everything checked out fine and the patient was getting therapy.

Event description:
It was reported that the patient had a fractured lead. The fracture was visually confirmed just proximal to the extension / lead connection. Impedance testing showed that pairs c/0, c/1, c/3, 0/3, 1/3 and 2/3 were above 2,000 ohms. It was not known what caused the fracture. The lead was replaced the neurostimulator and extension were left in place. When the new lead was connected to the extension impedance testing showed pairs 0/1, 0/2, 0/3 and 1/3 were above 2,000 ohms. Then patient was programmed to 3+/2- at 185hz, 90pw and 3.5v. The ins was off and set to 0.0v during cautery. The lead was disconnected and reconnected and the hcp felt the hookup looked good and the connector blocks looked straight. Stimulation was started around 2.0v, and it was noted that the patient was around 2-3v prior. After two minutes of stimulation, impedances measurements at 2.5v showed pairs c/0, 0/1, 0/2, and 0/3 were above 2,000 ohms. After five minutes of stimulation impedance measurements showed pairs c/0, 0/1, 0/2, and 0/3 were still above 2,000 ohms. After another test pair c/0 was seen with an impedance of 1,984 ohms. It was not possible to test the therapy as the patient was still under, however the current for c/0 was at 17ua which showed stimulation was being delivered. Intermittent high impedance was suspected. The hcp planned to wait a week before turning on therapy and programming the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3387-40, lot# j0461568v, implanted: 2005 (B)(6), explanted: 2012 (B)(6); lead model 3387s-40, lot# va00ucg, implanted: 2012 (B)(6), explanted: na; extension model 748240, serial# (B)(4), implanted: 2005 (B)(6), explanted: na.